Event description:
It was reported that 10 days after implantation of a 2.75x32mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the distal left ascending (lad) artery. No information was reported concerning pre-intervention stenosis. After balloon dilation, a 2.75x32mm was deployed in the distal lad. No information was reported concerning post-intervention stenosis. No information was reported concerning the calcification or tortuosity of the vessel or patient medications. Patient complications were reported as none. The patient presented 10 days later with chest pain and an in-stent thrombosis at the distal edge of the 2.75x32mm taxus stent and extending into the distal lad. No information was reported concerning percentage occlusion. After pre-dilation, a 2.75x23mm cypher stent was deployed in the distal edge of the previously placed 2.75x32mm taxus stent and the distal lad. No information was reported concerning post-intervention timi grade flow. Patient complications were reported as none. Patient status was reported as "fine".